Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified deformation, and a crease/fold on the shell. Yellow particles were observed on the shell, and the device weight was to specification. Based on the device analysis the final assessment was: no issues were found related to the manufacturing process.

Event description:
A patient reported they experienced the events of ¿fold in the implant and that there is fluid around it¿, ¿pain three weeks ago from the folded one¿, ¿swelling¿, ¿always had sharp pain since implantation¿, and ¿unhappy and shattered¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma (late onset). This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿fold in the implant and that there is fluid around it¿, ¿pain three weeks ago from the folded one¿, ¿swelling¿, ¿always had sharp pain since implantation¿, and ¿unhappy and shattered¿ the device has been explanted.